Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent an acl reconstruction procedure on (B)(6) 2013. During the procedure, the ezloc component would not deploy on the lateral femoral surface. Surgeon removed the graft and implant and noticed the suture did not pass through the eyelet of the gold lever arm. A new ezloc component was utilized to complete the procedure.